Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection with drainage and pain at the implant site. Subsequently, the patient was treated with topical antibiotics and the site was debrided. The issue has since resolved, and the patient has resumed used of the device.